Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation details, the event was caused by a metal flake falling into the large collet, preventing the collet to close around the wire. The metal flake was caused by the shim washers located around the driveshaft. When the shim washers wear down on the driveshaft, metal flakes are produced.

Event description:
It was reported that the device would not hold a wire during a procedure. There were no allegations of adverse consequences associated with this event.